Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016-, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving fentanyl 50 mcg/ml; 25 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. (The date of the event was approximate). It was reported the patient experienced a sudden change in therapy/symptoms. The patient experienced a cerebrospinal fluid (csf) leak or spinal headache. Per the hcp the patient had a csf leak which began sometime after her implant earlier this month. The physician planned to remove the spinal segment tonight ((B)(6) 2016) and leave the rest of the catheter implanted until the leak stops and then replace the spinal segment at a later time. It was planned to ligate the exposed end of the catheter and let the pump continue to run at the current dose overnight and then program the pump to minimum rate in the morning. On 9/28/2016 additional information reported the patient was taken to surgery on (B)(6) 2016 and found csf leaking along the spinal tract. The anchor and catheter were in place. A segment of the spinal catheter was removed from the intrathecal space. The catheter was trimmed and ligated in the spinal pocket. The pump was turned to minimum rate in the morning. There was no further intervention planned at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.